Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-00329. It was reported the patient experienced discomfort/pain located at the ipg site and that the patient is not receiving effective therapy due to high impedances. Surgical intervention may occur later to address the issue.

Event description:
On (B)(6) 2023, patient had surgery in which the lead was reinserted into the ipg header to address the issues.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.